Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2500 ohms and pacing inhibition. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2500 ohms and pacing inhibition. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.